Manufacturer narrative:
A review of the device history record was performed. The devices were manufactured in accordance with product specifications. No identified trends were identified. The needle was not returned from the end user for review. Magnified photos of the device have not been received for review. Complaints will continue to be monitored. Previous research has shown that needles detaching or popping off the suture most likely result from the interaction of specific procedural related stress in contrast to the strength of the suture/needle attachment. It is also possible that the devices are being gripped on or near the attachment causing damage to the end of the needle component or snipping the suture which causes the suture to break/snap away from the needle. However, there are numerous other circumstances that can adversely affect the strength and durability of a suture/needle attachment including but not limited to the misalignment of the suture within the end of the needle, the suture material not placed deep enough within the end of the needle and/or if end is not crimped with enough force to form a secure grip onto the suture material. The ¿precautions¿ section in the IFU for these devices¿ states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ design verification was performed to ensure that the appropriate materials were selected in order to have an appropriate attachment. Appropriate materials were selected to meet the design requirements. Stability studies also confirm that the product meets the design requirement for the indicated shelf life. No further control measures are deemed necessary at this time.

Event description:
While stitching the bladder, the thread broke off from the needle, the procedure was extended to 6 hours. No details could be obtained regarding the procedure, the delay reported, if intervention was required. If additional details are received at a later date an additional report will be submitted.